Event description:
Caller alleged discrepant results compared with the lab. Results (B) (4).

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 1.9, ref: 3.0, mean: 2.45, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 1.8, ref: 3.0, mean: 2.40, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 1.3, ref: 1.7, mean: 1.50, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 1.9, ref: 3.1, mean: 2.50, confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 1.5, ref: 2.9, mean: 2.20, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. Customer results were analyzed and accuracy confidence limits were met. Inr data 2.3 and 2.9 were excluded from analysis because there were no comparison results. The time of testing between inratio and reference test on (B) (6) 2009 was not indicated. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. User reported nes error due to improper sampling technique. Product deficiency not established. No further action required. As of 11/11/2009, twenty-six discrepant result complaints were reported for lot# 214530 yielding a complaint rate of 0.043% . Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.